Event description:
I am currently using a phillips product (sleep assistant - "dream station"). It was recalled many month ago. I have gone through the registration process to obtain a new device. This process began back in (B)(6) of 2022. I have had bronchial issues believed to be associated with the device. I have been extremely patient but require assistance securing my new, improved device. My device and information are below: philips serial number of device -(B)(4) physician name - dr. (B)(6), md, fccp, faasm · physician phone number - (B)(6) · my name - patient is: (B)(6) · date of birth - (B)(6) 1963 · shipping address (B)(6). FDA safety report ID #(B)(4).